Event description:
A user facility reported positive results from biological indicators (bis) used during system 1 processing cycles run on (B)(6) 2009. The processor display and cycle printouts and the chemical indicators used in the cycles showed that the cycles passed. The hospital attributed the failing bis to operator error in the handling and processing of the bis by one of its employees.

Manufacturer narrative:
A steris service technician verified that the system 1 processor was operating properly and the system 1 chemical indicators passed. The following day it was verified that the bis used in the processing cycles run during the service technician's visit also passed. The hospital's investigation confirmed that the processing cycles in which the positive bis were observed included gastrointestinal (gi) endoscopes which were used in patient procedures. Steris confirmed that the hospital is following its internal procedures to evaluate the potential effect of the use of these gi endoscopes. A steris account manager performed in-service training for the hospital staff on (B)(4) 2009 on the use of system 1 including the proper use of bis to monitor the process.